Event description:
It was reported to boston scientific that approximately 4 minutes into an hta procedure, using a hydrothermablator procedure set, there was a fluid loss alarm. The rate was very slow 1 cc per minute. The physician was instructed by a manufacturer representative present in the case to feel the 4x4 to check to see if fluid was coming out the cervix; the 4x4 was dry. The manufacturing representative noticed the reservoir level was coming down a bit and instructed the physician to insert another tenaculum to seal the cervix. The physician lifted the sheath to place the tenaculum and the cervical seal broke. There was another fluid loss alarm, the rate was 14-17 cc per minute. The physician was instructed by the representative to abort the case. At this time the patient had received about 6 1/2 - 7 mins of a "good ablation". While the physician was removing the sheath, he noticed a small white area inside the vagina that appeared to be the size of a pencil eraser. The physician described the area as "some white skin that was coming off". The representative stated that the area was a burn and categorized it as a 3rd degree burn (or less). Physician treated the burn with silvadene. Patient was sent home with a prescription for silvadene. Physician will follow the patient.

Event description:
Tm reported that there was a very slow fluid loss alarm approximately 4 minutes into hta procedure. The rate was 1 cc per minute. Tm instructed the physician to feel the 4x4 to check to see if there was any fluid coming out the cervix. Physician stated that the 4x4 was dry. The tm noticed the reservoir level was coming down a bit and instructed the physician to insert another tenaculum to seal the cervix. The physician lifted the sheath to place the tenaculum and the cervical seal broke. There was another fluid loss alarm, this time at 14-17 cc per minute. The tm instructed physician to abort the case. At this time the patient had received about 6 1/2 - 7 mins of ablation. The tm and physician reported that the patient received a good ablation. While the physician was removing the sheath he noticed a small white area inside the vagina that appeared to be the size of a pencil eraser. Tm stated that the burn was categorized as a 3rd degree burn (or less). Physician treated the burn with sylvadene. Patient was sent home with a prescription for sylvadene. Physician will follow up with patient in a couple weeks.

Manufacturer narrative:
DHR review was performed. No evidence of a manufacturing related, potential cause for this type of event was found. A product analysis could not be performed because the product was not returned. A review of the labeling was performed which includes the dfu/users manual. From the information provided, it is most probable that at this point, during the 10cc fluid loss alarm and subsequent fluid loss alarm (which provides evidence that the console worked as designed), the patient was burned. It is important to ensure a good cervical seal when performing hta procedures. Please refer to the hta user's manual regarding the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. The manual also makes reference to the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta and are located in the warning and precautions section. This event is classified as an anticipated procedural complication.

Manufacturer narrative:
Additional information received on (B)(6), 2010 confirmed that the patient's initials are a.c. And the burn affected the following areas; vaginal introitus, outer vagina and buttocks.